Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 4 leads (from the same lot) implanted bilaterally at the l5 and s1 vertebral levels. It was reported the leads placed on the right side at l5 and s1 had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. Reportedly, stimulation was restored postoperatively.